Event description:
It was reported ongoing occlusion alarms occurred. The customer's blood glucose (bg) level read "high"; a specific value was not provided. The customer received assistance is addressing elevated bg by friends who administered a manual dose injection and kept the customer hydrated. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.